Manufacturer narrative:
Technical support was able to manually transmit the pending results. An investigation into the root cause of the reported issue has begun but is not yet completed. A supplemental report will be issued upon completion of the investigation.

Event description:
A nova statstrip meter was trying to transmit the same glucose results over and over to their connectivity software. This created a backlog of results that could not be sent to the patients charts. Although there were no direct reports of any delays in treatment, there is a potential for delays.